Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottles 3 (ethanol), 9 (ethanol), 15 (cleaning xylene) and 16 (cleaning ethanol) were each not in contact with the corresponding sensor for sufficient time to replace the reagent on (B)(6) 2021, during execution of the "factory 4hr xylene standard" protocol started in retort a at 11:11 on (B)(6) 2021. A user affirmed in the graphical user interface (gui) that the reagent concentration in bottles 3 and 9 (ethanol) was to be set to the value of 70%, and the reagent concentration in bottles 15 (cleaning xylene) and 16 (cleaning ethanol) was to be set to the default value of 100%. This user interaction with reagent bottles constitutes a use error because it is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips, which states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." The instrument software uses reagent concentration to select the reagent stations to be used when executing a protocol. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and stations of increasing concentration are used for succeeding processing steps. The reagent station to be used for each processing step is scheduled at the start of the processing protocol; and any alteration to the properties of the reagent during execution of a processing run does not result in re-scheduling of reagent stations, which may result in the reagent concentration in a scheduled reagent station not being appropriate for the protocol step. The reagent in bottle 3 (ethanol) had been scheduled for use in the final dehydration step of the "factory 4hr xylene standard" protocol started in retort a at 11:11 on (B)(6) 2021. Due to the use error detailed above, the ethanol concentration in this bottle was 70% ethanol. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported. The station properties for bottle 3 (ethanol) were subsequently reset 18:38pm on (B)(6) 2021, which was following completion of the "factory 4hr xylene standard" protocol started in retort a at 11:11am on (B)(6) 2021. There was no evidence of any use error(s) when replacing the reagent in bottle 3 (ethanol) in this instance. Bottle 9 (ethanol) had not been scheduled for use by the instrument software in the "factory 4hr xylene standard" protocol started in retort a at 11:11am on (B)(6) 2021; and the reagent in bottles 15 (cleaning xylene) and 16 (cleaning ethanol) is only scheduled for use in "quick clean" protocols. Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing in this event were derived from the "factory 2hr xylene standard" protocol comprising 25 cassettes, which started in retort a at 18:38pm on (B)(6) 2021 and completed at 20:45pm on (B)(6) 2021. The station properties for bottle 10 (ethanol) were reset to the default value of 100% at 18:38pm on (B)(6) 2021, which was during execution of the "factory 2hr xylene standard" protocol started in retort a at 18:38pm on (B)(6) "202". As bottle 10 (ethanol) had been scheduled by the instrument software for use in the first dehydration step of this protocol, this incorrect user action is not considered to have either caused or contributed to the circumstances involved in this complaint. The reagent in bottle 3 (ethanol) with an ethanol concentration of 70% ethanol was used for the third of six dehydration steps in this protocol. However, the quality of processing of patient tissue samples from this protocol would have been adversely impacted as the reagents used for the clearing and wax infiltration steps would have been contaminated due to the previous use error involving bottle 3. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort a at 11:11am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant is a use error involving replacement of a reagent during execution of a tissue processing protocol, which occurred between 11:16am and 11:40am on (B)(6) 2021, when a user replaced the contents of bottle 3 (ethanol) during the "factory 4hr xylene standard" protocol started in retort a at 11:11am on (B)(6) 2021. This user action is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips, which states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol, and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action resulted in the reagent concentration in a scheduled reagent station not being appropriate for the final dehydration step of this protocol. Information documented by the assigned leica field applications specialist - core histology also detailed that the patient tissue samples exhibiting sub-optimal processing reported by the complainant were derived from the "factory 2hr xylene standard" protocol, in which the tissue types and sizes of the affected tissue samples processed were detailed as "small, gi, cervical" and "0.1-0.5" respectively. The "factory 2hr xylene standard" protocol" with a duration of 2 hour and 13 minutes has been validated for use on this instrument in the complainant laboratory, and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of this protocol. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Based on the manufacturer recommendations detailed above, the available information indicates that "factory 2hr xylene standard" protocol with a duration of 2 hour and 13 minutes is not appropriate for processing "small, gi, cervical" samples with "0.1-0.5" in size. Use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed may have also further exacerbated the sub-optimal processing of patient tissue samples reported by the complainant from this protocol.

Event description:
Leica biosystems received a complaint regarding "poor processing" of 25 cassettes from a processing run executed in retort a of peloris ii rapid tissue processor serial number (B)(4), which ended at 07:33pm on (B)(6) 2021. On 03 december 2021, the assigned leica field applications specialist-core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "checked reagent change thresholds and they were close to factory recommendations. Density meter test for alcohol vs software were not far off. Customer does use recycled reagents but is aware that there has to be at least 1-2 fresh ethanols available [sic] to satisfy final reagent threshold. Bottle in question was bottle 10. Run log details showed that a user paused the protocol to change out contents of bottle 10 while protocol was in step 1 formalin and replaced bottle 10 with fresh 100% etoh. Reagent was changed properly in terms of alcohol purity input but should not have been changed while active protocol hadn't used bottle 10 yet." The fas reminded the customer "of importance of not interacting with bottles while protocols are active but if they must, to be aware of the programming steps and which step they are on." The fas also documented that the sub-optimal processing of patient tissue samples reported by the complainant were derived from the "2hr protocol" protocol executed in retort a comprising 25 cassettes, which completed at 19:30pm on (B)(6) 2021. The tissue types and sizes of the affected patient tissue samples were detailed as "small, gi, cervical" and "0.1-0.5" respectively. On 06 december 2021, the assigned leica field applications specialist-core histology received information that all patient cases involved in this event were diagnosable.